Event description:
It was reported that a patient presented in-clinic for an initial implant procedure. Prior to the procedure the pacemaker failed to be interrogated and upon interrogation it was in back-up mode. As a resolution the pacemaker was not implanted and near at hand replacement was implanted instead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was in back-up operation mode as received. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code and further analysis found the device to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product passed all quality control tests prior to its distribution. Assessment of total projected longevity found that the device had appropriate remaining longevity.

Event description:
New information received confirmed that the pacemaker was in back-up mode prior to the procedure.